Event description:
A physician reported a pt who was tested in 1983 with negative results. Since 1983, the pt has rec'd multiple treatments into the cheek and nasolabial. After the 1983 treatment, into the cheek, from this time remained a patch of bluish discolouration (size of hazel nut). The symptom was aggravated with drinking red wine and eating of chicken protein. The pt has rec'd f/u treatments once per year, however the symptoms were not aggravated after the yearly treatments.